Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text: device remains implanted.

Event description:
It was reported that it was discovered post operative, the implanted maxillary plates are broken.

Event description:
It was reported that it was discovered post operative, the implanted maxillary plates are broken. Revision surgery was performed to remove and replace device.

Manufacturer narrative:
Update: h6. Corrected data: b1, b2, b5, d9, h1, & h3. Device was returned for evaluation. The reported event of broken plates could be confirmed: 3 of the returned plates show fractures. All relevant quality documents (manufacturing and inspection documents) have been reviewed. No issues could be found in the manufacturing or inspection documents. Based on the investigation and the corresponding statistical evaluation, there is no indication for an incorrectly working product or any design, material or manufacturing related issue. The complaint is added to the complaint trend.